Event description:
During a coronary drug eluting stenting treatment procedure stent damage occurred. In 2005 the target vessel was predilated with a cutting balloon because it was very calcified and tortuous. Following dilation the lesion remained calcified. While the physician was introducing the taxus express2 3.5 x 12 mm drug eluting stent he felt resistance and began pushing the device. The stent then bent and finally broke. There were no reported pt complications.